Manufacturer narrative:
Reports received claimed as the end-user was transitioning from a level area of a pathway to an incline, the device was reported to have lost traction and fallen off the side of the path, landing on to its side. The end-user was reported to have sustained a fracture to their right leg as a result. A permobil representative evaluated the device and the scene where the event was reported to have taken place. Reports provided indicate the device was fully operational with no mechanical or electrical issues being found. The representative reports on the day the event occurred, it had been raining and there were signs of leaves and other debris on the pathway. The pathway was described as constructed of concrete pavers at a visually steep angle. Angle readings of the pathway were a 14° incline with a 10° side angle at the point of transition where the event was reported to have occurred. Both angles are outside the maximum use range as outlined in the user manual. The end-user was re-instructed on the operational guidelines when negotiating inclines/declines and given a strong recommendation to refrain from using their device in this environment. The DHR was reviewed and the device was found to have met specification prior to distribution.

Event description:
Received report claiming while end-user was operating the device on a pathway outside their home, the device was reported to have lost traction causing it to fall off the path and on to its side. Reports indicate as a result, the end-user suffered injuries requiring the need for medical intervention.